Manufacturer narrative:
The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The elecsys tacrolimus lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys tacrolimus result from the cobas e 411 analyzer (rack system). The initial result was <0.5 ng/ml, and the repeat result was 6.2 ng/ml. The initial sample was repeated because it was below the lower limit of the measurement range. The repeat result resembled the previous results.